Manufacturer narrative:
This issue was discovered during internal investigation of the previous event and does not apply to a single device. Therefore, the serial number, operator of the device and device manufacture date are not provided.

Event description:
During investigation of the event associated with MDR 2183553-2011-00005, it was discovered internally that the mfo4 product is also affected by the reported issue. There was no pt involvement for the internally discovered issue. Screen saved images from the magnetic resonance (mr) system will attach to the incorrect pt on the picture archive communication system (pacs). When the users send a screen save image from the mr system to the pacs, the screen save is then attached to the correct exam on the mr system; however, on the pacs, the screen save may attach to a different pt/exam. Initial evaluation indicates that the issue is caused when the mr system replicates the series instance uid ((B)(4)) between the two screen save images. However, the two screen save images both are using the same series instance uid ((B)(4)). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.